Manufacturer narrative:
The toga will not be returned for analysis as it was reported that the user facility disposed of it; it is not possible to determine the cause of the reported event without an evaluation of the product. The device was not returned for analysis.

Event description:
It was reported that during a surgical procedure at the user facility, the back part of a toga was torn because it was pulled free after having been caught on a machine stand. It was reported that the toga was discarded by the user facility. It was reported that the procedure was completed successfully without any adverse outcome to the patient or the user. No delay, no medical intervention and no adverse consequences were alleged with this event.